Event description:
Customer reported that an elderly pt with multiple myeloma experienced a hemolytic transfusion reaction due to anti-jkb that went undetected when tested in tube/albumin with selectogen lot s844. This report corresponds to ortho clinical diagnostics, inc.